Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp accidentally cut open the medtronic interstim pocket and "cut off" the ins, hcp then opened the scs pocket and performed the battery change, but both pocketsended up infected with mrsa and the new scs device had to be removed. The patient stated that they were not sure if their ins was dead or working. Patient indicated that sometimes they felt like their ins was working. Troubleshooting was unable to be performed. Patient was redirected to their hcp to further address the issue. No further complications was reported at this time.